Event description:
Had prolene mesh implanted in (B)(6) 2000. Had lots of problems. Was told it was normal. Finally in 2007 had severe testicle pain. Only then did I find out it was the mesh causing all my problems not my back or kidney stone or pulled muscle. In (B)(6) 2009 had pieces of mesh removed and more mesh called timesh put over the old mesh to hold it all together. This is on the right side. I had bilateral inguinal surgery. The first time since then the surgeon has refused to do the left side and last visit told me I just had a lot of gas. I have seen three surgeons, three different opinions but say it is not the mesh. One admitted fear of law suits. I know my body and it is the mesh. [Reason for use: bilateral inguinal hernias].